Event description:
It was reported by the customer's friend that the insulin pump was exposed to moisture and the keypad was unresponsive to user inputs. Customer stated that they had been jumped into a pool while still attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 86 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.